Event description:
It was reported that caller did not see insulin drops during bolus delivery. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, repeated load procedure, then filled tubing as guided by technical support and confirmed insulin drops, and was advised to continue monitoring and follow up if issue persisted, which customer understood and acknowledged.